Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "rupture" this record is for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.